Event description:
The prevena wound vac was in place on the patient. As the nursing assessment was performed at 0800, the nurse noticed the foam was not completely compressed, but the vac was not alarming. The dressing appeared to be intact. Approximately one hour later, the vac began alarming that there was an air leak. The dressing still appeared to be intact, and several tegaderm dressings were applied over the possibly leak areas. Several attempts to get the vac working again failed. The prevena rep was notified and informed the staff to replace the unit. There was no patient injury identified. However, it was also noted the manufacturer, kci published a urgent voluntary medical device correction letter on (B)(6) 2014 regarding reports of male tubing connector may be difficult to connect to the female connector on the canister tubing of certain dressings systems.manufacturer response for wound vac, prevena (per site reporter).======================recommended device be taken out of service and changed out on the patient.